Event description:
On 04/29/2026, a healthcare professional reported that a glidewell ht implant failed. The patient's bone type is IV, and their oral hygiene is fair. The patient presented on (B)(6) 2026 for a primary procedure on tooth #5. The patient returned within three weeks of implant placement. Upon examination, the provider noted that the implant failed due to osseointegration issues. The device was removed on (B)(6) 2026 and not replaced. The patient did not require any additional medical/surgical procedures, and no permanent injuries were reported.

Manufacturer narrative:
The device has not yet been returned for analysis. The evaluation of the device is pending. Once the investigation is completed, a supplemental report will be submitted. The manufacturer's internal reference number is: (B)(4).